Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The field service engineer (fse) evaluated the unit and confirmed the reported error. The fse found that the unit would need a new speaker. The fse replaced the speaker to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. The ventilator was not in use on a patient at the time of the event occurred.